Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the atrial channel was oversensing ventricular paced and/or sensed beats. The rv lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. It was not reported if the attempted lead would be returned for analysis.